Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 50% battery life to 20% battery life while plugged in to charge. Customer's blood glucose level was not impacted.